Event description:
It was reported that the patient presented for routine pulse generator change out. Review of stored electrograms revealed that the right atrial lead exhibited noise. During the procedure, insulation damage was noted on the lead. The lead was repaired. On (B)(6) 2017, the patient presented in clinic for follow-up and no noise was seen. Patient was stable and there were no complications throughout.